Event description:
The physician was attempting to use nc sprinter balloon in the severely calcified lad for post dilatation of a non-medtronic stent which had insufficient expansion, the balloon ruptured on the 2nd inflation. The patient went into vf which required circulating pump. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (lesion morphology) - severe calcification. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - severe calcification. (B)(4).